Event description:
Rptr stated he had experienced the er1 message. Rptr retested thirty mins later with a blood glucose result of 153 mg/dl. Rptr stated that he may have inserted the test strip improperly.